Event description:
It was reported to manufacturer that the site's (B)(4) hand held screen was freezing after successful programming of vns pts' devices and the physician had to reset the handheld every time. The handheld had software version 6.1. The hand held was returned to manufacturer and is pending product analysis.